Event description:
Alaris smartsite infusion set primary tubing will not prime. As of today, 21 sets of tubing have been reported from various units within the hospital - all reports include issues with priming the tubing before it reaches the pump or patient. No patient injury has been reported as a result of the defect. The 18 of 21 reported occurrences are from the same lot number: 17126784 2 of 21 reported occurrences are from lot number: 17125512 1 of 21 reported occurences does not have an identifiable lot number, as the packaging was thrown away before the priming issue was identified. Of the 21 reported occurrences, 13 sets of tubing are available for return to the manufacturer.